Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An attempt was made to use one onyx frontier coronary drug eluting stent to treat a mildly tortuous, mildly calcified lesion with 90% stenosis in the left anterior descending (lad) branch (cass#6). Negative prep was performed with no problems observed. The lesion was pre-dilated with a 2.5x15mm non-medtronic balloon to 12 atm for 5 seconds, and a 3.5x15mm non-medtronic balloon to 16 atm for 20 seconds. There was no residual stenosis. The final finish after pre-dilation was good as an additional balloon was applied from the distal, with incomplete expansion to the center. The device did pass through a previously placed stent. Resistance/discomfort was not encountered when delivering the product. Excessive force was not applied during delivery. A radial approach was used. It was reported that there was difficulty expanding the onyx frontier balloon after stent placement from the distal side to the center region. The stent balloon was inflated with an incomplete shape, with expansion failure from the distal side, during placement. An inflation pressure of 10-12 atm was applied when it was determined that there were inflation difficulties. As a result, a considerable force was required to remove the stent balloon. After removing the stent balloon, the distal side of the stent was inflated with a 2.0mm non-medtronic balloon, and subsequently with another non-medtronic balloon. The stent distal side was successfully expanded, and the stent itself had good expansion after post dilation balloons. The procedure ended without any problems. No further patient injury reported.

Manufacturer narrative:
Additional information: the issue occurred on the first inflation. There was resistance when removing from the balloon stent. A concentration of half contrast and half saline was used. Sufficient time was given to allow the balloon to fully deflate prior to attempting removal. There was no stent deformation due to the difficulties experienced when removing the balloon. The same indeflator was used successfully with other balloons. There was no malfunction or issue with the inflation device used. There was no damage noted to the guidewire on removal from the patient. There was no health damage to the patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis summary: the device returned with balloon folds partially inflated. The proximal section of the balloon was inflated. Blood was visible in the balloon the balloon failed negative prep. On pressurisation of the device, liquid was observed exiting the balloon distal working length. The balloon failed to maintain pressure. Upon visual inspection of the device, a short longitudinal tear was observed on the balloon material, on the balloon distal working length. No other damage evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.